Manufacturer narrative:
Additional information: (a) added patient age, sex, weight, and race. (H) attached medwatch. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
E.1. (B)(6) h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had separated. The following information was provided by the initial reporter: after priming the primary tubing with magnesium sulfate mixed in normal saline bag and putting it inside the IV pump, the tube disconnected.